Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient developed infection at the ipg site. Symptoms of redness and irritation were noted. The patient underwent an explant procedure. The explanted ipg will not be returned per hospital policy.